Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 200 ohms. Boston scientific technical services discussed options. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 200 ohms. Boston scientific technical services discussed options. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.